Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 525 mg/dl. Customer stated that had multiple alerts in her insulin pump and alerts have been occurring for quite a while. Customer stated that was having issues with the buttons since she got the insulin pump. Customer stated that they were experiencing nausea. The customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that customer treated for high blood glucose with 8 units of manual injection or insulin pen. The insulin pump will not be returned for analysis.